Event description:
A catheter occlusion at the distal segment was reported. It was noted that a dye study was performed during 'routine maintenance replacement' to check for catheter patency, and it revealed a catheter occlusion. The catheter was replaced intraoperatively. No patient symptoms or injuries were noted to have been related to this event, and the patient status was reported to be alive and without injury. The medication used within the system was morphine. No additional information was available at the time of this submission.

Manufacturer narrative:
Concomitant products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter revealed coring, tears, and/or cuts in the seal of the pump connector due to the outlet port. This was not thought to be user related. The flap of material created by the coring most likely was the cause of the occlusion noted by the customer. Catheter occlusion was verified in lab testing.